Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b aortic dissection (tbad). It was reported that a CT showed a type ib endoleak and no intervention was done. No additional clinical sequelae were reported and the patient is monitored.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.